Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Evidence of moisture ingress was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the pump was returned without a battery cap and a test cap was used to complete the investigation. During testing, the battery compartment was observed to be cracked with evidence of moisture inside. The battery cap could fully tighten onto the pump and no loss of power was observed. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump failed a leak test due to the cracked battery compartment. The pump cover was removed and evidence of moisture was observed inside the pump.